Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that, noise resulting in oversensing was noted on the right ventricular (rv) lead. Rv lead insulation damage was suspected but this was not confirmed. X- ray imaging was performed; no anomalies were noted. The rv lead was capped and replaced to resolve this event. The patient was stable.